Event description:
Hcp reports pump rotor was "not working." The patient's symptom was an increase in pain. A rotor study was done-unknown results. The pump was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.